Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure, while the surgeon performing the division of ascending colon, the device balloon was physically broken. To resolve the issue the surgeon used a new trocar balloon and the case was completed without problem. There was no patient injury.

Manufacturer narrative:
Evaluation summary: if information is provided in the future, a supplemental report will be issued.